Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was admitted due to diabetic ketoacidosis. Blood glucose was unknown at the time of the incident. Customer is claiming that the device is not working. No further details provided. Nothing will be returned for analysis.